Manufacturer narrative:
The unit was received with intermittent buttons due to moisture damage on the keypad. There was no display ramping on its own. The unit had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window.(B)(4)

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 137 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.